Manufacturer narrative:
D4 - lot number: updated to 0031776415 d4 - expiration date: updated to 06/07/2026 h6 - device codes: updated from break to material integrity problem.

Event description:
It was reported that shaft break occurred. An 8.0 x80, 75cm gladiator elite balloon catheter was used during a thrombectomy procedure. However, during the procedure, the device almost fractured. The device was removed slowly pulled out and the procedure was completed with another balloon catheter. No patient complications nor injuries were reported. It was further reported that the balloon catheter did not break into pieces and was retrieved in one piece.

Event description:
It was reported that shaft break occurred. An 8.0 x80, 75cm gladiator elite balloon catheter was used during a thrombectomy procedure. However, during the procedure, the device almost fractured. The device was removed slowly pulled out and the procedure was completed with another balloon catheter. No patient complications nor injuries were reported.